Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the outer insulation of the lead was extrinsically breached due to a cut. Visual analysis of the lead indicated damage at implant. The analyst noted that visual inspection found the proximal conductor distorted, outer insulation breached, and dried blood visible on the proximal conductor. The outer insulation breach is contribute to the electrical complaints. Concomitant medical products: evolutr-29-us transcatheter valve, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds and intermittent capture. The rv lead was explanted and replaced. No further patient complications have been reported as a result of this event.